Manufacturer narrative:
No adverse event resulted from this incident. A bci fse (field service engineer) evaluated the instrument and found that the conveyor motor had failed. The motor was replaced and the problem was resolved. The failed motor was not available for return for evaluation and a clear root cause for the failure could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 to (B)(6) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, incorporated (bci), and reported that the conveyor belt had stopped moving on the custom hematology/coagulation automation system. The customer had noticed smoke coming from the transport belt behind the stockyard, proceeded to remove the cover to the motor and found that the motor was smoking. The customer then shut off the power at the inlet, called bci and waited for service to arrive on monday morning. The customer did not report any injury to any worker and there was no arcing, shock or any evidence of flames from the instrument. No fire extinguisher was used and the fire department was not called out. The customer did not take any further action.